Event description:
It was reported that during a pervious follow-up, the patient presented with electrical anomalies that suspected to be caused by lead dislodgement on their left ventricular lead. It was confirm via chest x-ray that lead was dislodged and programming changes were made to deactivate the lead. It was noted that the patient presented in clinic a generator change procedure on (B)(6) 2022. The lead was capped and replaced during the same procedure. There were no patient consequences and the patient was in stable.